Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer described a loss of wireless monitoring impacting more than one clinical unit. While philips devices provide mitigations related to the loss of centralized wireless monitoring (ie ¿no central mon¿ inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous patients using mixed wireless devices may result in a delayed response to an individual patient requiring emergent care. No patient harm was reported.